Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that patient ride side is producing a noise like "rubbing-belching type sound". Not reproduced in clinical examination, but usually on sit to stand or sudden pivot move.

Manufacturer narrative:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.